Event description:
It was reported in january 2003 a ic nail system was implanted for a fractured left ankle. November 2003 pt presented with pain and the x-rays showed a broken screw. The surgeon removed the screw.